Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
Prior to a surgery (veterinary), it was found that the screw that is supposed to stay in the saw blade comes completely out of the saw blade. Surgeon reports screw began coming out on (B)(6) 2012 but did not report it until (B)(4) 2012.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was returned to synthes (B)(4) for evaluation; date unknown. Investigation coordinated by synthes (B)(4). Reliability engineering evaluated the device, and the reported problem was confirmed; the snap ring that retains the screw was found to be missing. There were witness marks observed under magnification that provided evidence that the snap ring had once been in place, but the cause of the missing snap ring could not be determined.